Event description:
During the leadless pacemaker (lp) system implant procedure, difficultly maneuvering the delivery catheter into the right ventricle. The patient began to experience tamponade in the atrium while attempting to past to the rv. The patient was experienced low blood pressure and low oxygen saturation. A pericardiocentesis was performed. The lp and delivery system was removed. The patient was in stable condition following the procedure.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Manufacturer narrative:
As received, a complete catheter was returned in one piece. Visual inspection and x-ray examination did not find any anomalies except for the wrinkled guide catheter at the distal region consistent with procedural damage.